Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The field service engineer (fse) was dispatched to customer site and confirmed the issue. The fse replaced the gas delivery system (gds) assembly. The unit passed the required test of the performance verification successfully.

Event description:
The customer reported that the unit failed the air flow accuracy test during periodic maintenance. There was no patient involvement.